Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received that the device did not detect air-in-line during preventive maintenance testing by the user facility. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.